Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was transplanted and the hospital staff returned the pump for evaluation.

Manufacturer narrative:
The device was returned to the MFR for evaluation. The examination of the pump did not reveal any anomalies or depositions on the smooth and textured blood contacting surfaces that would have affected the functionality of the pump. The outflow bend relief was returned with a wrap covering it and was not properly secured over the graft nut. The wrap was removed and the tabs of the bend relief attachment were examined and were unremarkable. It could not be conclusively determined when and how the bend relief became disconnected. The pump bearings also did not reveal any deposition or detectable wear that would have affected the functionality of the pump. The pump was cleaned, reassembled and functionally tested under loaded conditions. The device functioned as intended during testing. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. No further info is available. The manufacturer is closing its file on this event.